Manufacturer narrative:
Although requested, the involved device has not been returned to the manufacturer for analysis and investigation. Analysis: a review of the mfg. Lot database records for lot number 91-145-r5 (mfg. Date (B)(4) 2010) shows (B)(4) units were mfg. Tested, inspected, and released. A review of the complaint database for this list/lot number and similar problem recorded no additional reports. Conclusion: the exact cause of the reported problem remains unknown. The involved 41239-05 pa catheter was not returned to the manufacturer for analysis and confirmation.

Event description:
(B)(4) received reporting reading issues with use of one (1) 41239-05 catheter. The (B)(4) describes a (B)(6) incident where "during diagnostic right heart catheterization, the thermodilution results were inconsistent, resulting in inaccurate cardiac outputs... Patient's heart rate was regular. Readings were 3.11, 3.76, 4.93, 2.5, 2.03, 2.22 - in that order... No harm occurred to the patient."